Event description:
Customer using accu-chek inform system. Customer reports 3rd and 11th pins have black corrosion on them. No allegations of any harm to operators due to the corrosion on the pins. Location of testing not provided. No control info provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Malfunction confirmed by MFR. Accu-chek inform system: meter, no strip info provided.

Manufacturer narrative:
The suspect device is the inform meter.